Manufacturer narrative:
The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's ipg was sitting next to the spine and was not charge because it was tender. Tenderness was attributed to weight loss and original placement of the ipg. The patient underwent a revision procedure wherein the ipg was relocated and replaced. Replacement due to ipg was in hibernation. No device malfunction was suspected. The patient was doing well postoperatively.